Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that attempts to interrogate a patient's generator were unsuccessful. The patient could still feel stimulation. Good faith attempts for add'l information have been unsuccessful to date.